Manufacturer narrative:
The investigation concludes that a higher than expected vitros lac result was obtained when processing a non-vitros biorad quality control fluid on a vitros 4600 chemistry system. The cause of the higher than expected vitros lac result is unknown. The vitros lac instructions for use section "when to calibrate" points to clia regulations which require calibration or calibration verification at least once every six months. The calibration curve in use at the time of the higher than expected vitros lac result was approaching 6 months (initial calibration on 28 july 2023). Subtle changes over time could cause quality control results to drift which can be resolved by a calibration event. A diagnostic within run precision testing was not performed on the vitros 4600 system, therefore the system cannot be entirely ruled out as a contributor of the event. Vitros lac lot 3533-0121-1237 is performing as expected in combination with the vitros 4600 system after the calibration event on 21 january 2024. Continual tracking and trending of complaints has not identified any signals that would point to potential systemic issues with vitros lac lot 3533-0121-1237.

Event description:
A customer contracted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a higher than expected vitros lac result was obtained when processing a non-vitros biorad quality control fluid on a vitros 4600 chemistry system. Biorad multiqual premium assayed controls, lot 86960, vitros lac result of 6.22 mmol/l versus the baseline mean of 4.80 mmol/l biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher than expected vitros lac result was obtained when processing quality control fluids. There was no allegation of patient harm as a result of the event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4) .